Manufacturer narrative:
Correction made to h10: the device was received for evaluation; a visual inspection with the naked eye noted that the female connector separated from the main body. There was evidence on the female connector an insert chip was present. The sample was returned with silicone tubing separated from the female connector. There are markings indicating the tubing was present on the female connector. The cause of the separated tubing from the female connector could not be determined. Functional testing including leak and clear passage testing were performed with no issues noted. A connection between the female connector and an in lab minicap and patient connector was performed with no issues noted. The reported connection issue was not verified. The cause was the separation between the female connector and the main body was determined to be caused by inadequate solvent to the set during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation; a visual inspection with the naked eye noted that the female connector separated from the main body. There was evidence on the female connector an insert chip was present. The sample was return with silicone tubing separated from the female connector. There are markings indicating the tubing was present on the female connector. Functional testing including leak and clear passage testing were performed with no issues noted. A connection between the female connector and an in lab minicap and patient connector was performed with no issues noted. The reported connection issue was not verified. The cause was the separation between the female connector and the main body was determined to be caused by inadequate solvent to the set during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue; further described as "female connector cannot be separated from the solution bag connector". This was noticed during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.